Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, catalytic converter and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported smoke or haze emitting from the sterrad® 100nx sterilizer. One healthcare worker (hcw) experienced a skin reaction after touching the outside of the sterilizer. The hcw was not wearing personal protective equipment (ppe) of gloves and her fingertips turned white. She washed the affected area with water and continued to work. The reaction lasted a few hours. The hcw did not seek or receive any medical attention/treatment and is reported to be ¿alright.¿ the customer was advised leave the area until the smoke/haze dissipates. An asp field service engineer was dispatched to assess the unit onsite. The information contained in the complaint suggests the h2o2 skin reaction was not serious. The affected area resolved after washing and without medical attention. Furthermore, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. However, this event is being reported as a malfunction subsequent to a serious injury.

Manufacturer narrative:
Part replacement correction from catalytic converter, oil mist filter and vacuum pump to catalytic converter, oil mist filter and vacuum pump tray assembly. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smokie/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from september 2017 to march 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter passed testing with no issue. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter passed testing with no issue. The reason for return of the oil mist filter was not confirmed. The vacuum pump tray assembly was returned and tested. The reason for the return of the vacuum pump could not be confirmed. The assignable cause of the smoke/haze issue is likely due to the oil mist filter, catalytic converter and vacuum pump tray assembly. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device available for return correction from no to yes. (B)(4).